Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted with the device on (B)(6) 2010. The patient experienced pelvic pain in 2013 associated with dyspareunia. An evaluation on june 23, 2016 demonstrates an erosion of the strip suburethrally, urethrolysis is then performed and the erosion removed under general anesthesia. Pain reappeared, and residual left pelvic pain related to the residual strip was identified. Subsequent examination revealed a chronic erosion associated with a chronic infection. On (B)(6) 2022, a complete removal procedure was performed, which finally provided complete relief of the patient's symptoms.